Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer miscalculated the amount of insulin they needed to deliver and delivered the bolus through their pump. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer began to have a seizure and received third party assistance from their sister, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.